Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the patient presented symptomatic with syncope, and there was intermittent output with pocket manipulation and fluctuating impedances from 585 ohms to greater than 10000 ohms. The patient was brought to the or where a lead fracture was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.